Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An external inspection was performed and the device passed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs; however, the cause could not be determined. There was no non-conforming product found during sample analysis that was related to the reported issue. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:21:57. During day drain cycle one, the patient's ultrafiltration reading was 1365ml, indicating the home patient drained 1365ml more than their maximum programmed fill volume of 1900ml. No additional information is available.